Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The devices will not be returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Complaint event most likely due to not following the surgical technique. Per the surgical technique implant #2 needs to be advanced to the needle tip prior to advancing the needle through the meniscus. If this is not followed, the implant could potentially become entangled with the suture and pulled back from the meniscus. The implant may be pulled-out from meniscus due to the incorrect use of the depth stop or over tensioning of the suture construct. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. All devices discarded by the facility.

Event description:
It was reported that a curved needle speed cinch was used for a meniscal repair procedure. The first anchor was deployed from the cinch and the trigger was depressed to deploy the second anchor. The second anchor deployed on the first click from the device and was not seated properly. The surgeon made tiny slits in the meniscus and suture scissors were used to remove both anchors. A second curved needle speed cinch was used to continue and the same issue occurred. Both anchors were removed from the patient by making another tiny slit in the meniscus and using suture scissors to retrieve the anchors. A third curved needle speed cinch was used to continue and the first anchor was deployed behind the meniscus. When the second position was selected and the trigger was pulled, the second anchor did not deploy. The first anchor was removed by making another tiny slit in the meniscus and used suture scissors to retrieve the anchor. A fourth curved needle speed cinch was deployed without issue. The fourth cinch and two non-arthrex devices were used to complete the procedure.